Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during preventative maintenance, broken pins were found on the device. There was no reported patient involvement.

Manufacturer narrative:
.